Event description:
It was reported that during the implant attempt, the helix would not retract. The lead was not used and a new lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned, analyzed, and the helix/lobe was found to be distorted/bent. It was also noted that there was blood in/on the helix/lobe mechanism, and the lead appeared to have been damaged at implant. Analyst visual comment indicated that the helix wad returned partially extended and bent, blood visible on the helix and apparent implant damage.